Event description:
It was reported the pt had been pulled off the porch by her dog, and had lost all stimulation. The pt reported she was receiving a low ipg flag. The sjm rep met with the pt and determined the ipg was not functional, and could not establish communication with the device. Longevity calculations could not be performed. F/u identified the physician replaced the ipg. It was reported the pt received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.